Event description:
Pt's alarms were set to 94-100 due to pulmonary hypertension. When rn looked at central monitor, pt was "sating" 78%. Central and bedside monitors never alarmed -both visual and audible- pt slowly returned to sats of 94%. Monitor never alarmed and was not silenced by any other rn. Waveforms printed and given to nurse manager.